Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded, heavily calcified left anterior descending artery. After pre-dilatation, a 2.75 x 28 mm xience v stent delivery system could not cross the lesion and the shaft separated. The device separated outside the anatomy so it was easily removed. A 2.5 x 23 mm xience v was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.